Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that their implantable neurostimulator (ins) wasnt stimulating their legs. The patient stated that the physician who implanted their device was afraid to remove it due to possible paralysis. It was noted that another one of the patients physicians would remove the ins, but would not replace it. No further information was provided. Indication for use is failed back surgery syndrome. It was later reported by the patient that they had immediately felt that their ins was not stimulating their legs. They speculated that the issue may have occurred due to a possible misplacement. The patient further reiterated that they wanted their device removed and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.